Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that 5 trickle charges cycles completed without recovery. Issue not resolved. Patient to discuss replacement with hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 97754 , serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Patient reported they had not charged in > 6 months. The patient was not getting adequate pain control. A total of 5 trickle charges were performed without recovery. Subsequently manufacturer representative (rep) reported when they were doing the second physician recharge mode (prm) and wanted to ensure they were seeing the correct screen. The caller described screen with ins, question mark, insr and countdown clock. It was reviewed that this was the correct screen for prm and that the insr was actively performing prm. No patient symptoms were reported.